Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience urethral erosion, infection, urinary retention and pain in the scrotum. The patient's device was activated, and he could not deactivate the device due to swelling. The patient had a catheter placed, causing erosion on the urethra. It was also noted that the pump was infected. The existing cuff and pump were explanted and the balloon was plugged and left implanted. There were no further patient complications.